Event description:
It was reported that pump displayed cartridge change error beginning on (B)(6) 2026 and customer experienced very high blood glucose, with value shown only as ¿high.¿ there was no additional information provided regarding any further impact to the customer¿s blood glucose level. Customer gave correction insulin injection by pen or syringe, did not seek third-party medical help, and worked with technical support to remove pump from case, inspect cartridge seal and pump connection area, and clean debris from guide rail using alcohol wipe or lint-free cloth; however, customer remained unable to snap cartridge into place or complete new cartridge fill, so technical support documented issue for cartridge fit and referred customer to another support team for more advanced troubleshooting.